Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead triggered a lead safety switch due to high out of range pace impedances. The patient was brought in for further evaluation and the impedances were noted to be greater than 3000 ohms in bipolar. In unipolar, the impedances were 406 ohms. An x-ray was also performed, but no anomalies were visible. The lead was then repositioned as it was suspected it had moved during the device change out procedure. At this time, the lead remains in service. No additional adverse patient effects were reported.